Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision knee due to unexplained pain. Knee opened large volume of blood in joint. Cemented triathlon ps implants loose and removed. Bone debrided and cement spacer inserted.

Manufacturer narrative:
An event regarding infection involving a triathlon patella was reported. The event of infection was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows the inferior surface of a recently explanted patella component. There is bone cement present throughout the inferior surface with the exception of one small section. The bone cement has evidence of what appears to be bone interdigitation. Medical records received and evaluation: medical review has indicated that an arthroplasty deep joint infection caused pain and major bleeding in the joint. Infectious osteolysis caused the devices to become loose and were removed. Two-stage infection treatment approach with spacer implantation as first stage. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusions: medical review has indicated deep joint infection has caused pain and major bleeding in the joint and that infectious osteolysis caused the devices to become loose. There is no indication or evidence of loosening of the reported patella component. The reported patella component would have been explanted for infection reasons. The exact cause of the event could not be determined because insufficient information was provided. Further information such as revision operative reports, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Revision knee due to unexplained pain. Knee opened large volume of blood in joint. Cemented triathlon ps implants loose and removed. Bone debrided and cement spacer inserted.